Event description:
Synovitis [synovitis], right knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a (B)(6) male patient, initials unknown with osteoarthritis (kellgren-lawrence, grade IV with moderate to severe prior effusion). This case belongs to a batch of (B)(4) from a company purchased database containing a collection of data from (B)(4) 1997 to (B)(4) 2010. The patient's medical history was significant for synovitis. On an unspecified date, the patient initiated first course of treatment with intra-articular synvisc (hylan gf20) injection (dosage regimen not provided) in the right knee. The lot number for synvisc was not provided. On (B)(6) 1998, the patient received second synvisc injection of the course. On (B)(6) 1998, the patient experienced synovitis of the right knee. On an unspecified date in (B)(6) 1998, the patient underwent arthrocentesis and 30 cc of moderate, clear yellow joint fluid was aspirated (right knee effusion). The patient was treated with intramuscular celestone (betamethasone) for both the events. On (B)(6) 1998, the patient experienced second episode of synovitis of right knee and later on unspecified date, the patient underwent arthrocentesis through which 20 cc of moderate, clear yellow joint fluid was aspirated from the right knee. On (B)(6) 1998, the patient experienced third episode of synovitis of right knee and later on an unspecified date, the patient was treated with xylocaine (lidocaine). On (B)(6) 1998, the patient experienced fourth episode of synovitis of right knee and later on unspecified date, unknown amount of severe joint fluid was aspirated from the right knee. On (B)(6) 1998, the patient experienced fifth episode of synovitis of right knee. On (B)(6) 1998, the patient experienced sixth episode of synovitis of right knee and on unspecified date, the event was treated with dalalone (dexamethasone sodium phosphate). The action taken with synvisc treatment was not provided. The outcome for the events of synovitis of right knee and right knee effusion was not provided. Relevant concomitant medications were not provided. The intensity for the event of synovitis of right knee was mild and the intensity for the event of right knee effusion was severe. The reporting physician assessed the relationship between synvisc and the event of synovitis of right knee as definitely related and did not provide the relationship with the event of right knee effusion. Follow-up information was received on (B)(6) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 09-apr-2013. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of (B)(4) from a database extraction containing a collection of data from (B)(4) 1997 to (B)(4) 2010. The benefit risk profile of the product is not altered by this report.